Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that in the cvicu, a leak occurred during patient use. The customer states the leak occurred at the connection of the mz1000-007 to a medication syringe. There was no patient harm.

Manufacturer narrative:
Correction to initial report: (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the cvicu, a leak occurred during patient use. The customer states the leak occurred at the connection of the mz1000-007 to a medication syringe. There was no patient harm.

Manufacturer narrative:
The customer report of a leak occurring at the connection of the maxzero extension set valve to a medication syringe was confirmed. During testing and inspection of the valve top component a microchannel/scratch was observed within the interior diameter. The root cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that in the cvicu, a leak occurred during patient use at the connection of the maxzero extension set to a medication syringe. There was no patient harm.